Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, at the initial firing, the staple line bleed. Cautery was used to stop the bleeding and complete the case with no pt consequence.